Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 10-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 269, 319, 224, 295, 229 and 381 mg/dl. Customer stated the high results began a few days prior to call. Customer stated her expected glucose range varies as she is a brittle diabetic. Customer stated her am expected fasting blood glucose test result range averages below 125 mg/dl, but can vary from 60-125 mg/dl. Expected pm fasting and non-fasting blood glucose test result ranges were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 240 mg/dl and 229 mg/dl using truemetrix air meter; customer was not satisfied with the results obtained. The product is stored according to specification in a closet. The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).